Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with end stage renal disease was admitted to the hospital due to an unspecified illness two weeks post-implant of their implantable cardioverter defibrillator (ICD) system. During the hospital admission, lead dislodgement was discovered and the right ventricular (rv) lead was repositioned two days later. One day post-revision, the device check was normal however the patient had hypoglycemia and was kept in the hospital. The next day, the patient experienced an episode of vt, which the device appropriately detected and treated. The patient then had a second run of polymorphic vt which deteriorated into asystole. The patient was not able to be resuscitated and expired. Boston scientific technical services (ts) was consulted and reviewed the stored arrhythmia episodes. It was reported that the device detected and treated appropriately and the initial vt was converted with one shock. The second event which was a non-sustained ventricular tachycardia, was appropriately not treated due to spontaneous deterioration to asystole. No allegations were noted against the device and it will not be explanted/returned.